Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was already detached from the unit and was not returned for evaluation. The introducer and the delivery wire were observed to be in good condition (i.e., no kinks no bends, and no elongations). The reported issue related to the distal markers of the stent being converged and were unable to open could not be confirmed as the stent component was not returned. With the limited information available, the root cause of the reported failure remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The detached condition of the stent was not originally reported in the complaint and is considered secondary to the manipulation required during the stent removal. It is suggested that the stent may have gotten lost during the post-operative handling. This finding is not a contributing factor to the stent's inability to open experienced during the procedure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129984. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-may-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6) hospital. Section e.1: initial reporter address line 2: (B)(6). Section e.1: the initial reporter phone: 13565981391. The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129984. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8129984) stent encountered some resistance in the introducer during its delivery process, but it could still be advanced. The stent was placed in the target site and the physician started to release the stent. The distal markers of the stent were converged and were unable to open. The physician used the guidewire to massage the stent, but the distal markers still could not open. The physician retracted the stent and switched to a new stent to complete the procedure using the original concomitant microcatheter (unspecified brand). There was no report of any negative patient impact. On 06-may-2024, additional information was received. Per the information, the procedure was targeting the anterior cerebral artery. The location of the aneurysm being treated was at the bifurcation of the anterior cerebral artery; it was an irregular unruptured aneurysm with the neck and mouth at 5mm. There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 311154823). The information indicated that there was always resistance in the advancement of tip of the stent beyond the microcatheter. Adequate continuous flush was maintained through the microcatheter. The replacement stent was not another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The information confirmed there was no negative patient impact and there was no delay in the procedure due to the reported issue.